Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device was not heating due to an overfill. However, the device never delivered an alarm 113 (reduced water temperature control) even though the outlet control temperature (t2) was unable to achieve the commanded water temperature. They had forwarded the csv file to the engineering team.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not heating due to an overfill. However, the device never delivered an alarm 113 (reduced water temperature control) even though the outlet control temperature (t2) was unable to achieve the commanded water temperature. They had forwarded the csv file to the engineering team. Per additional follow up comments received via email on 15feb2024, therapy was stopped and they switched to an older device. Device not sent for evaluation at this time. There was no impact to the patient. Therapy was completed on a different device due to patient not re-warming.